Manufacturer narrative:
It was further recommended that since the patient had never had gastric surgery, it was needed to evaluate if her denture paste contained zinc. She had used poligrip denture cream for nearly 20 years, and her husband called the manufacturer to confirm it did contain zinc. The family then began looking for a zinc-free product, and while in rehab at the hospital the patient began using a zinc-free denture cream. She also began copper replacement and was discharged on (B)(6) 2008 after being in the hospital for two weeks. Upon discharge from the hospital, the patient began using super poligrip ultra fresh she had left over. On (B)(6) 2009, her copper was found to be 9 with a reference range of 70 to 155 and her zinc was 164 with a range of 70 to 150. The patient stopped using super poligrip ultra fresh completely at that point, and she underwent copper replacement through a series of infusions over two weeks with a marked improvement of both her platelet and white counts. The patient remained on copper supplementation, and subsequent emg testing demonstrated abnormal emg consistent with copper deficiency and no nerve conduction improvement. She was told that her neuropathy was permanent. At the time of reporting, the patient used a wheelchair a majority of the time, having suffered several falls including a fall that necessitated stitches to her eye in (B)(6) 2009. The patient felt unsafe ambulating with a walker and depended on her husband for dressing, toileting, food preparation, housework and other activities of daily living. Super poligrip is manufactured in (B)(4), and neither the product not lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a currently (B)(6), female, patient, who received super poligrip ultra fresh denture adhesive cream (B)(4) as a denture adhesive. A physician or other health care professional has not verified this report. Approximately 20 years prior to reporting, the patient began wearing dentures. Her denture adhesive of choice was super poligrip ultra fresh. On an unknown date, the patient was diagnosed with "neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip ultra fresh and she now suffers from profound and permanent neurological and other injuries attributable to her super poligrip ultra fresh use." According to the claim, these injuries had left her unable to perform her normal, customary and daily activities. This case was assessed as medically serious by gsk. Super poligrip ultra fresh was discontinued. At the time of reporting, the events were unresolved. The following information was provided in the legal claim: the patient began seeing a nephrologist for "increased renal functions" and epogen injections for anemia in 2005 to 2006. In (B)(6) 2007, she had flu-like symptoms from (B)(6) with weakness, nausea, and vomiting. The patient was followed closely by the nephrologist for decreasing white count and progressive numbness in her feet moving up to her legs from (B)(6) 2008 through (B)(6) 2008. She was found to be neutropenic on (B)(6) 2008 and was referred to a hematologist. The numbness and weakness continued to progress while waiting for the appointment with the hematologist, and the patient began using a cane. On (B)(6) 2008, the patient was evaluated by the hematologist for her white count and anemia, and a splenic ultrasound was non-contributory. CT guided bone marrow aspiration on (B)(6) 2008 showed the bone marrow to be abnormal, and malignancy was ruled out. There was no explanation at that time for the abnormal bone marrow findings. The hematologist wanted to have the patient seen by a neurologist for the numbness, but there were no appointments available until (B)(6) 2008. The patient continued to feel ill and had another episode of flu-like symptoms from (B)(6) 2008 until (B)(6) 2008, during which time she ate very little and was feeling so ill she would not wear her dentures. She continued to decline and needed to use a walker to go to her physician appointments. Upon entering nephrologist office in (B)(6) 2008, the nursing staff saw a clear decline in her status and facilitated the neurologist seeing the patient. She was diagnosed with chronic inflammatory demyelinating polyneuropathy (cidp) via emg on (B)(6) 2008. The patient was hospitalized for ivig therapy to treat what was thought to be cidp. Her family consulted with another neurologist, who recommended having her copper checked. This was found to be low at 8, with a normal range of 18 to 53.